Manufacturer narrative:
(B)(4).

Event description:
Customer called to report sodium (na), chloride (cl), and calcium (ca) calibration failures after performing the twice weekly maintenance on the synchron lxi 725 clinical system. The field service engineer (fse) inspected the instrument and found a blue liquid leak at the electrolyte injection cup (eic) tray. The fse then replaced the eic valve, carbon bridge, na electrodes, and eic cup gaskets. Customer stated that no erroneous patient results were generated; therefore, no patients were harmed. Also, customer did not state harm to instrument operators.